Event description:
Non-integration reported. Doctor reported lack of primary stability at tooth site 44. No other implant was placed to finish the procedure.

Event description:
Non-integration reported. Doctor reported lack of primary stability at tooth site 44. No other implant was placed to finish the procedure.